Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair. According to the reporter: patient suffered severe post operative pain, 7 on vas and now in chronic pain after 6 months.